Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus couldn't reproduce the event. The evaluation confirmed that the ptfe pad of the device was burn out. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the user activated output without grasping tissue.

Event description:
The subject device was used during an open gastrectomy. Spark occurred. There was no patient injury reported.